Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experience hypoglycemia. Customer's blood glucose level was 49 mg/dl at the time of incident. Customer states they can treat low blood glucose with glucose tablets and no need to troubleshooting. Customer reports they had issues with sensor not connecting with insulin pump. The insulin pump will not be returned for analysis.